Manufacturer narrative:
Testing of the optisure lead did not identify any malfunctions. Visual inspection and x-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of explant. After the helix housing was cleaned, the helix was able to be extended and retracted normally. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
The right ventricular lead became dislodged and the device delivered inappropriate therapy. The physician attempted to reposition the lead but failed because the helix would no longer extend. A new lead was implanted without issue. The patient's condition was stable throughout.